Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error during the rewind due to an out of phase motor encoder signal.

Event description:
The customer reported that the reservoir volume did not match with the amount of insulin left in the reservoir. The customer also reported getting a no delivery alarm after the reservoir was empty. However, the reservoir volume showed that there were still 32.8 units left in the reservoir. Troubleshooting was performed, and the insulin pump alarmed motor error during rewind. The insulin pump failed the displacement test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.